Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon explant of the drg system the s1 lead was fragmented and parts of it remain in the patient. Surgical intervention may be undertaken to address the fragmented lead.